Manufacturer narrative:
Investigation summary: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there was one similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
On (B)(6) 2022 customer received a suspected false positive followed by a cue negative result using cue covid-19 test for home and over the counter (otc) use cartridge lot 22078f and reader (B)(4). On (B)(6) 2022 customer tested negative with a nasal rt pcr test; brand unknown.